Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she had experienced a hypoglycemic event and required paramedic assistance. When paramedics arrived, they administered glucose to patient. Due to a sensor failure displayed on her cgm, patient was not receiving dexcom cgm readings at the time of incident. Patient reports that she was aware of the fact that her sensor session had failed prior to her hypoglycemic episode. At the time of her call to technical support, patient reported being in fine condition.